Event description:
Customer reported a discrepant vancomycin patient result of <1.1 on a patient who was receiving vancomycin. It was retested on other architect in the lab and the result was repeatable, sample repeated in 1:4 dilution and read 14.4. Sample was aliquoted and sent to a reference lab and was tested by the siemens vanco assay and got a result of 32.0 ng/ml. The problem started on (B)(6) 2017, customer had 4 random draws and 2 draws were done after medication was given between the dates (B)(6). The same patient draw from (B)(6) 2017 the patient result was 16.4. No issues with other assays qc all in range and the retest of the proficiency sample produced repeatable results from the original testing. Customer concluded that the sample is the cause of the problem.